Event description:
In 2009, it was reported that a patient was found to have a stage 4 pressure ulcer on the upper lip following removal of the hollister anchorfast oral endotracheal tube fastener. The device had been in place for two days. The patient was noted to be high risk with skin ulcers and diabetes. The patient died three or four days after the event, due to unrelated causes. The reporting facility stated that the person who put on the device pulled the strap too tight.

Manufacturer narrative:
The manager of respiratory therapy stated that the neck strap was pulled too tight. The instructions for use state "do not overtighten. Allow two fingers width between the neck band and the back of the patient's head."